Manufacturer narrative:
Continuation of d10: product ID cd9000 lot# serial# (B)(6), product type multiple therapy product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the activa rc wireless recharger was unable to be turned on or off, and a green light was observed flashing on and off the dock. The device did not respond to reset attempts, which were performed twice with no change. A replacement product was sent, and the issue was resolved at the time of this report. No patient complications have been reported as a result of this event.